Event description:
It was reported that the patient mentioned other medical history. This included patient said probably a year or more ago they found out one of their stimulators had a broken wire but they did not remember if the doctor fixed it or not. Redirected to their doctor.".

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# unknown: product type unknown section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.